Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. There was also thermal damage noted at the grip cable pulley. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. The instrument was placed and driven on an in-house system. The instrument delivered energy with signs of arcing on 3 of 3 attempts. An additional observation related to customer reported complaint include thermal damage to the grip cable. The bipolar yaw pulley had thermal damage. As a result, the charring damage was also on the grip cable. The cable was not found to be frayed or broken.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a small circular area was missing near the cables at the plastic tip of a maryland bipolar forceps instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.